Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the articulating enseal device jaw broke off on scar tissue with proceed mesh. The jaw fell completely off the device but did not fracture into pieces. Broken piece was removed and the case was completed without incident and with no adverse patient outcome.

Manufacturer narrative:
(B)(4). Batch n91a3f: the device was returned with the upper jaw detached and not returned. In addition the device was received with the top of the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.